Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088740. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported an unknown side of "muscle and joint pain," "fatigue," "last two years prior to explant was experiencing over 20 symptoms," "brain fog, rashes, headaches, sensitivity to light and sound, anxiety, rapid heart rate, food allergies swollen eyes, difficulty breathing when exercising," "difficulty sleeping, dropping iron levels. Sensitivity to temperature, rapid skin aging. Thyroid issues and a number of other odd symptoms," "felt like I was being poisoned," "leak upon examination they felt worn down and rough. One had a crease in the middle. They were also yellow coming out," and "symptoms increased and I became sensitive to wine." This record is for the left side. Device has been explanted.